Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.